Manufacturer narrative:
The insulin pump successfully connected to the glucose sensor simulator. No change sensor alarm was noted. The insulin pump was received with a back light functioning properly. No constant tone was noted with back light use. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via phone call that she had a sensor issue and a noise issue in the pump. Customer's blood glucose at the time of the incident was 200 mg/dl. Customer was pressing the light button and stated that an alarm occurred prior to the constant tone. Customer received a change sensor alert. Customer was assisted in performing a self test and the pump passed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.